Manufacturer narrative:
At the visit on site the field service engineer replaced the circuit board as the lights were stuck at max intensity and the intensity knob was not adjustable. Date of treatment is unknown however, in case of lost eye tracking the treatment would be interrupted by the device automatically based on the safety system. The safety system is intended to prevent serious deterioration in state of health or death. The root cause could not be determined conclusively as no product was returned for evaluation. However, a faulty circuit board was identified to be the cause of the reported event. (B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported losing the eye tracker during refractive laser ablation; the eye tracker screen was completely grayed out. Additional information has been requested.

Manufacturer narrative:
Sample was received for evaluation. The reported problem cannot be reproduced during testing and no root cause could be identified which could have caused the grey screen. The root cause could not be determined conclusively because the error could not be reproduced. The manufacturer internal reference number is: (B)(4).